Event description:
Customer reports adc meter reading 19 mg/dl. Paramedics called when assisted living nurse found customer unconscious. Paramedics treated customer with orange juice. Customer refused any other course of treatment. Upon reviewing prior readings, the assisted living nurse found a reading of 119 mg/dl in meter memory.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.